Event description:
It was reported that a spectrum pump has a system error 105. Any pt involvement, injury or medical intervention is unk.

Manufacturer narrative:
Manufacturer ref: (B)(4). The device was returned to baxter and evaluated. The reported system error 105 was reproduced during eval caused by a failed motor. The failed motor assembly was replaced.